Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure, upon passage of the enroute 0.014 guidewire, a dissection was observed in the right internal carotid artery. The physician used two stents to cover the dissection, and the procedure was completed successfully. The patient was neurologically intact after the event.